Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) monitor unable to close all the way due to physical damage. There was no patient involvement.

Manufacturer narrative:
Additional information was received on 11/13/2023 updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Investigation finalized on 04/19/2024. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse repaired damaged lcd monitor replaced damaged hinges and brackets there were bent due to physical damage. Performed passing functional checkout.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unable to close monitor a;; the way due to physical damage. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.